Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU, vascular injury is a known potential adverse event associated with impella support: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The complainant reported a 58-year-old female patient presenting for cardiomyopathy. Following initial difficulty with placing the pump, the device was withdrawn and a part of the intima of the blood vessel peeled off. An artificial v-plasty was performed to treat the injury. Direct access was subsequently utilized to deliver the pump and provide support.